Manufacturer narrative:
(B)(4). Report source: (B)(6). Visual examination of the provided picture identified a two peg tibial plate with foreign material on the inferior surface. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. - the tibial implant (item#: 42530006401) and articular surface (item#: 42512100311) are compatible together. However the complete construct compatibility could not be assessed due to insufficient information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: lucencies along all margins of the tibial implant, suspected loosening with slight medial and anterior implant subsidence, bone quality is osteopenic, malalignment due to loose and partially subsided tibial implant, no definite large effusion is seen, no cement is visualized along the tibial implant. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient underwent a revision procedure approximately seven months after the initial procedure due to fluid build and movement in the medial side of the tibial tray. Revised tibial implant only to nexgen stemmed tibia with augments and stem.